Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user and their grandson reported receiving a ¿connect cgm or enter bg¿ message for approximately nine hours. The user¿s dexcom g7 sensor was still providing readings through the dexcom app. The agent guided them to disconnect, restart, toggle settings, and re-pair the sensor, advising a 10¿15-minute wait for reconnection and to check for sensor failure alerts if the issue persisted. Blood glucose (bg) was unaffected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.